Event description:
It was reported the patient was revised to address acetabular loosening. Litigation alleged the patient suffered extreme pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries and excessive levels of chromium and cobalt as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation.

Event description:
Patient was revised to address acetabular loosening. ***update*** (B)(4) 2012: litigation alleged the patient suffered extreme pain, discomfort, soreness, malaise, swelling, loss of energy, immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries and excessive levels of chromium and cobalt as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the femoral head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.